Event description:
It was reported that "it was unable to pace during use." There were no patient complications reported.

Manufacturer narrative:
One bipolar pacing catheter was received with an attached monoject 1.3 limited volume syringe. The balloon inflated but failed to maintain its inflation due to leakage from a gap between proximal electrode and catheter body blood was observed under the balloon. The balloon latex appeared slightly deteriorated. Continuity testing was performed on the distal and proximal electrodes and there were no open, intermittent, or short conditions observed. There was no visible inconsistence observed from the windings and returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. Customer report of pacing issue was not confirmed; however, balloon inflation issue was confirmed. An investigation has been initiated to determine if the root cause for the gap between the proximal electrode and catheter body found during the evaluation is related to the manufacturing process and implement any necessary corrective actions.